Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and reportedly the customer is adding insulin outside of the load sequence. Tts informed customer that adding insulin outside of the load sequence is off label per the user guide. Customer changed the pump supplies and resuming insulin delivery. Customers blood glucose was 380 mg/dl.